Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device investigation summary: upon receipt by mentor, the device weighed 554 grams. Gel appeared clear. Foreign material wasn¿t observed within the device and red material and gel was observed on the shell surface. Device appears intact. No anomalies were observed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation primary with 550cc mentor memorygel breast implants experienced postoperative bilateral rupture after a car accident on (B)(6) 2017. As a result, the patient underwent bilateral explantation on (B)(6) 2017. This report is for the patient's left-sided device. On 11/27/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.